Event description:
Adverse event(s): "unknown if a posterior capsule tear occurred" (no known impact or consequence to patient). Product problem(s): "difficult connect the vitrectomy probe" (fitting problem) the nurse reported that during set-up it was difficult to connect the vitrectomy probe onto the system. The system was switched out and the anterior vitrectomy was completed. It is unknown if a posterior capsule tear occurred. Multiple attempts were made for more information on the event and patient status.

Manufacturer narrative:
The company service representative examined the system and found the plastic outer locking tab had loosened from the metal part of the vitrectomy connector. The vitrectomy connector was replaced. The system was then tested and met all product specifications. The vitrectomy connector has been received and in-house evaluation in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).